Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm on insulin pump. The customer also experienced high blood glucose level of 495 mg/dl. The insulin exited during troubleshooting. Customer stated the event was resolved by changing complete set. Customer declined to troubleshoot for high blood glucose. The insulin pump/reservoir will not be returned for analysis.